Manufacturer narrative:
The investigation has been completed. The console was returned for evaluation. The logs showed purge cassette removed at the beginning of the case when the blue receptacle had broken off. The blue receptacle was completely broken off that would have caused the inability to start a case. The cause of the issue was a broken blue receptacle. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the blue purge holder broke and punctured a hole in the purge disc membrane. The device was replaced. No reported harm or injury to the patient was reported.